Event description:
Caller states patient attempted to obtain a result on the coaguchek xs system on (B)(6) 2012 and (B)(6) 2012 but was unable to. Caller reported that the meter was not detecting the blood sample. Caller states the patient had felt unwell the entire week while on a cruise ship. She fell and hit her head on (B)(6) 2012; an ambulance took her to the hospital (B)(6) 2012. While at the hospital the patient underwent a cat scan and her inr result returned as >20 inr. Patient was "bleeding in her stomach." She received 7 units of blood, 8 units of platelets, and a vitamin k injection. Patient is currently in the hospital. Requested return of suspect device and replacement was sent.